Manufacturer narrative:
The iesu has triggered error c-00 during cautery activation. Upon visual inspection, no issues were found related to the reported event. The iesu will be returned to the original equipment manufacturer. The probable root cause in this case may be attributed to the erbe generator and this issue was resolved by replacing the erbe generator.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the vision side cart (vsc) had intermittent monopolar energy with c-34 error. Technical support engineer (tse) confirmed error faced with logs and informed that the iesu was failing to supply monopolar energy until the iesu is replaced while monopolar delivery energy may become totally unusable. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.